Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a false positive accutni result within the risk stratification range for one (1) patient generated by the access 2 immunoassay system. The erroneous result was reported out of the laboratory. Repeat testing of the patient sample produced results within the normal reference range of the assay. It is unknown if there were any changes to patient care or any affects to the patient in connection to this event.

Manufacturer narrative:
Specific sample collection device and centrifugation information have not been provided to date. Per the customer complaint record, qc was performing within the customer's established limits on the date of the event. System check data had not been supplied to date. A bec field service engineer (fse) was dispatched on (B)(4) 2011 and verified that the hardware was operating within instrument specifications. The fse reported that no hardware issues were uncovered and that issues with specimen mixing or centrifugation could be connected with the issue. A definitive root cause for this event has not been determined to date.